Manufacturer narrative:
Unit received with no button response due to corroded keypad traces. Unable to test for failed battery test alarms due to no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was unable to rewind the insulin pump. The insulin pump alarmed failed battery test. Customer's blood glucose level was 500 mg/dl. The insulin pump did not alarm failed battery test after troubleshooting. The customer was off the insulin pump since the day before. She treated her blood glucose level with a shot. The backlight was not working and it was hard to read the screen in the evenings and at night. The backlight did not work after pressing the b and the down arrow buttons at the same time. The numbers on the insulin pump's screen were ramping from 20 to 300 mg/dl and then back down. The customer was unable to press the act button. The customer was advised that the device would be replaced and agreed to return the product for analysis.